Event description:
It was reported that during a lap thyroidectyomy procedure, the hand activation buttion did not work consistently. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.